Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 months post implant the patient experienced malaise and suspected extravascular implantable cardioverter defibrillator (ev-ICD) system infection. It was noted that the patient was brought to hospital by firefighters, due to lipothymia with dizziness and sensation of heat, inflammatory scar area with redness and poor closure, and description of discharge. The patient was hospitalized and intravenous antibiotic and oral pain medications were administered. The ev-ICD system was explanted and dressing was washed with betadine for the very inflammatory lodge. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  dvea3e4 ev-ICD; implant date: (B)(6) 2025 explant date: (B)(6) 2025; cmrm6133 envelope implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.